Event description:
According to the reporter: patient experienced significant abdominal wall adhesions related to priorly-placed mesh.a, hypertension, small-bowel obstruction, alcohol abuse in remission, dvt on chronic coumadin, copd, gerd, hyperlipidemia, insomnia. 4. What medications is the patient on. Acetaminophen daily, amantadine 200 milligrams daily, depakote ER 750 milligrams at bedtime, advair diskus one puff by mouth two times daily, hydrochlorothiazide 12.5 milligrams daily, latanoprost one drop in both eyes at bedtime, omeprazole daily, simvastatin 20 milligrams q.h.s., flomax 0.4 milligrams at bedtime, spiriva inhaled once daily, trazodone 150 milligrams at bedtime as needed for insomnia, effexor 300 milligrams once daily, warfarin 2.5 milligrams once daily. 5. What other surgeries has the patient had? Ex-lap of abdomen in 2008, colonoscopy and egd in 2009, which revealed grade d esophagitis and hernia repair. 6. After the original surgery, did the patient have any infections, sermons or hematomas? And if so how were these treated? None obvious in the record.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).